Event description:
Initial sample results for calcium was 10.7 mg/dl. Repeat of same sample recovered 9.3 mg/dl. No information provided if results were used to guide therapy. The field service representative replaced the filter above the internal water reservoir and performed performance check tests.